Manufacturer narrative:
The pump remains in use supporting the patient. The replaced external portion of the percutaneous lead, approximately 7.5 inches, was returned for evaluation, and showed breakdown of the braided shield at the metal connector and the terminus of the bend relief. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the red wire insulation at the metal connector. The adjacent wires appeared unremarkable. If the exposed conductors of the red wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the reported pump stoppages. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient experienced a pump stoppage event. It was found in the event history that the patient had also experienced pump stoppages on (B)(6) 2015 and (B)(6) 2015. The patient stated that the driveline was kinked on (B)(6) 2016, and the health professional reported that the percutaneous lead felt weaker at the system controller end. X-rays showed an area of interest a few inches from the distal end of the percutaneous lead. The patient was asymptomatic during the event. On (B)(6) 2016, during the evaluation of the percutaneous lead, the manufacturer's technical services representative performed a continuity test and it did not reveal any broken wires. The distal portion of the percutaneous lead was replaced by the bend relief. The patient was placed on a grounded patient cable after the repair and there were no further alarms.